Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: capsular contracture baker grade IV.

Event description:
México. Allegedly, a patient with breast implants is presenting pain, breast hardening, and visible deformity, consistent with a baker grade IV capsular contracture (sn: (B)(6). A revision surgery was performed.